Event description:
Medtronic received information that approximately 1 year, 2 months, and 10 days following the implant of this transcatheter bioprosthetic valve, a follow-up echocardiogram revealed a thickened and calcified leaflets, a thrombus or pannus, and an elevated gradient of 50 mm hg. No additional adverse patient effects were reported. Additional information was received that the mean gradient before the valve was implanted was 40 millimeters of mercury (mm hg). The implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. It was further reported that a pannus and thrombus were not present. No additional adverse patient effects were reported. Additional information was received that an oral anticoagulant medication was initiated as treatment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 1 year, 2 months, and 10 days following the implant of this transcatheter bioprosthetic valve, a follow-up echocardiogram revealed a thickened and calcified leaflets, a thrombus or pannus, and an elevated gradient of 50 mm hg. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the mean gradient before the valve was implanted was 40 millimeters of mercury (mm hg). The implant depth on the non-coronary cusp (ncc) was 1 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 4 mm. It was further reported that a pannus and thrombus were not present. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Corrected data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.